Manufacturer narrative:
Additional information. The study took place between june 2012 to june 2014. The first abstract was published in january 2015. The devices were not returned and the lot numbers are unknown; therefore a physical investigation or lot history review could not be performed. However, product release at cardinal health is contingent upon the successful completion of lot release testing. Based on the reported information, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Other vascular devices involved in the study included: angio-seal, fish, perclose and starclose. All devices used had less than 100% complete hemostasis rate. Major complications were also reported with angio-seal and starclose. Citations: elmasri, m., & mcwilliams, j. (2015, january). Retrospective comparison of arterialvascular closure devices in interventional radiology procedures [abstract]. Journal of investigative medicine. Conference: american federation for medical research western regional meeting, 63(1):158. Elmasri, m., & mcwilliams, j. Single-center retrospective comparison of the safety and efficacy of 5 arterial vascular closure devices in interventional radiology [abstract]. Journal of vascular and interventional radiology (jvir), abstract 351: 159th ser.

Event description:
During a single-center retrospective study that compared the use of 5 different vascular closure devices to the use of manual compression, it was reported that during the first year of the study, complete hemostasis was achieved in 36.8% out of a total of 19 cases in which the mynx vascular closure device was used for and 53.6%out of a total of 56 cases for the overall length of the study. Complete hemostasis was defined as no adjunctive compression or other maneuvers needed. It was not reported how hemostasis was achieved. No major complications were reported with the use of the mynx device during the first year and 1 major unspecified complication was reported for the total length of the study. Patient outcome was not reported. Additional information was requested, but is not available at this time.